Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03549; 0001822565-2022-03550. Concomitant medical products: item# unk tm ankle fibular plate; lot# unknown; item# unk fibular screws; lot# unknown. Report source: foreign - event occurred in italy. Literature - maccario c, paoli t, romano f, d'ambrosi r, indino c, federico ug. Transfibular total ankle arthroplasty: a new reliable procedure at five-year follow-up. Bone joint j. 2022 apr;104-b(4):472-478. Doi: 10.1302/0301-620x.104b4.bjj-2021-0167.r5. Pmid: 35360940. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was retrieved from foot & ankle (2022) that reported a prospective study from italy. The purpose of the study was to evaluate the five-year clinical, functional, and radiological results previously reported at two-year follow-up for the same cohort of patients who underwent transfibular total ankle arthroplasty (taa). The study reported 2 patients experienced postoperative infection with the septic loosening of the implants; of which, one patient developed infection 2 months after surgery and was treated with the removal of the fibular plate, removal of implants, surgical debridement, and the placement of an antibiotic spacer which remains implanted to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.